Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery: ovarian carcinoma figo iiib; was a leak test performed intraoperatively, if so, what were the results: leakage test with methylene blue was ok; was the washer inspected, if so, please describe: the washer was completely cut; were the donuts inspected, if so, please describe: donuts were complete why does the surgeon believe the leak is associated with the device: anastomotic leakage was observed at the dorsal part of the staple line. Surgeon is in the opinion that this leakage is related to the device. Additional information received: during firing the characteristic cracking noise was detected.

Event description:
It was reported by the affiliate that during a sigma resection procedure, during surgery anastomosis was leaky. Overstitched to complete the procedure. Insufficiency of anastomosis 7 days post op. Anastomosis appeared to be insufficient at the dorsal part. Re-surgery with protective ileostoma. Patient is in a reduced general condition. Device was fired on normal colon tissue. The staples showed the proper b-form. The anastomosis was performed in double stapling technique.